Event description:
It was reported that during a function check, the unit could not warm water above 20 degrees centigrade on the patient side of the device. No patient involvement. (B)(4).

Manufacturer narrative:
A maquet field service technician evaluated the unit and replaced the main heater and the 3-way valve on the main side. The stop, shunt and return valve were also cleaned. The unit was tested to factory specifications, all tests were successfully executed. A supplemental medwatch will be submitted if additional information becomes available.